Event description:
On 05-jul-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant glucose result on an a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method date tested glu sample I-stat, on (B)(6) 2025, 08:30, <20 mg/dl, a, I-stat, on (B)(6) 2025, 08:45, 88 mg/dl, b, I-stat, on (B)(6) 2025, 09:08, 88 mg/dl, c, glucometer, ni, ni, 122, ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-sep-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h25051.